Manufacturer narrative:
Returned device was received with a damaged rear housing. During the evaluation of the device no, unable to duplicate the customer stated problem. During power up and testing, the device found no system fault error occurred on the screen. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to install software as preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there was a system fault error on a smiths medical pump. No adverse patient effects were reported.